Event description:
It was reported that the patient developed an infection on their pacemaker system. The pacemaker system including the right atrial (ra) and a previously inactive right ventricular (rv) lead was removed. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1930. Device code: 2886. Ref report: mw5180568.